Event description:
A malfunction alarm was reported by the customer, but there was no adverse impact on the customer's blood glucose level. The customer was unable to reset the pump at the time due to not having the charging pad available. The customer planned to call back once they returned home with the necessary equipment. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.